Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain the explant date. Further information was requested but not received.

Event description:
It was reported that patient experienced pain at ipg site. As a result, patient underwent surgical intervention wherein the ipg and lead were explanted on unknown date. The pain resolved postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.